Event description:
A malfunction occurred with a customer's pump, which was identified by the alarm code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to contact support if any further issues occurred.